Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was a known twiddler. The physician suspected lead failure. Dfts were unsuccessful. The lead was explanted and replaced. The patient was fine after the event. No further information is available.